Manufacturer narrative:
H10: manufacturing review: the device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: one powerport MRI isp attached to a groshong catheter, via a cath-lock, in two segments were returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported catheter fracture and the identified material separation, wear and deformation issues, as a complete elliptical break was noted approximately 6.7 cm from the distal end of the cath-lock. Two circumferential kinks were observed approximately 5.4 cm and 6.0 cm from the distal end of the cath-lock on the proximal catheter segment. Two circumferential kinks were observed approximately 5 mm and 1.2 cm from the proximal end of the distal catheter segment. One region of the both the proximal and distal elliptical break surfaces appeared granular and the other region appeared smooth. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately one year and seven month post port placement in the right internal jugular vein, the catheter was allegedly found to be broken. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 10/2021).

Event description:
It was reported that approximately one year and seven months post port placement in the right internal jugular vein, the catheter was allegedly found to be broken. There was no reported patient injury.